Event description:
On (B)(6) 2012, it was reported that this physician's handheld device was not working properly. Additional clarification was received that the device was not turning on and off properly, and the screen was freezing. No additional information was available. The handheld device and flashcard were recevied on (B)(4), 2012 and are currently undergoing product analysis.

Manufacturer narrative:
Type of device, corrected data: previously submitted MDR indicated programming software for this field. The type of device is actually the programming computer. This report is being submitted to correct this information. Device evaluated by manufacturer, corrected data: previously submitted MDR stated that product evaluation was in progress. Device evaluation has been completed. This report is being submitted to correct this information. Device manufacture date, corrected data: previously submitted MDR indicated na for this field. The device manufacture date is actually 11/03/2005. This report is being submitted to correct this information.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the handheld device and software flashcard was approved on (B)(6) 2012. Product analysis for the handheld device and software flashcard was approved on (B)(6) 2012. The flashcard was returned for the following alleged reason: frozen screen. An analysis was performed on the returned flashcard and the reported allegation was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld was returned for the following alleged reason: failure to power on or off. An analysis was performed on the returned handheld and the reported allegation was not verified. The handheld was able to power on and off with no observed anomalies. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).